Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 24aug2020.

Event description:
It was reported that the ventilator would not power on. The customer stated that when alternating current (ac) power is connected the amber light emitting diode (led) is illuminated in the power switch but the unit will not turn on. There was no patient involvement. The customer troubleshot with technical support and was advised to swap the user interface (ui) assembly. Upon follow up, the customer reported to have switched the ui and the issue was not resolved. The customer stated that the issue is with the power management (pm) board. The customer was advised to swap the pm board to verify if the issue is with the pm board.

Manufacturer narrative:
G4: 27jan2021. B4: 28jan2021. The field service engineer (fse) replaced the power management board. After installation of the power management board, the fse performed testing and the unit passed successfully. The issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.